Manufacturer narrative:
(B)(4). The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the device was not firing straight then firing two at a time. There was no patient injury.

Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml, lot # 73j1400493 was manufactured on 09/29/2014 a total of (B)(4) pieces. Lot was released on 10/03/2014. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the knob was partially open. The returned sample appears used as there is biological material present on the device. No other defects or anomalies were observed. Reference files (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was unable to completely load into the jaws of the device. On the second attempt, the clip was able to properly load into the jaws and close. The sample was received with 1 clip remaining in the channel other remarks: indicating that 14 clips were fired by the end user. No other defects or anomalies were observed. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contribute to this event. The reported complaint of "firing not straight, then two at a time" was confirmed based upon the sample received. One device was returned. The device was found to have broken internal ratchet ears which could affect the end user's ability to properly load and apply clips. The device was also returned with the knob partially opened. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. The device was received with 1 clip remaining in the channel indicating that 14 clips were fired by the end user. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Therefore, based upon the observed damage , operational context caused or contributed to this event. No further action will be taken.

Event description:
It was reported that the device was not firing straight then firing two at a time. There was no patient injury.